Event description:
It was reported via social media that the pod will go into manual mode while sleeping and continue to deliver insulin causing blood glucose levels to go low. Blood glucose levels get so low that patient needs to be woken up by paramedics. The patient's specific blood glucose levels were not reported. Symptoms were not reported. There are no details regarding treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.